Event description:
Situation: leaking IV tubing. Background: patient with PICC line infusing tpn and lipids. Antisiphon valve in place, tubing primed with syringe rather than squeezing bag. Assessment: tpn tubing noted to be leaking from y site closest to patient. Provider notified. New fluids to be hung. Recommendation: monitor manufacturing issues and investigate antisiphon valve as a possible cause of leaking tubing. Manufacturer response for IV tubing baxter 60 drop, clearlink solution set, IV tubing baxter 60 drop, clearlink solution set (per site reporter) [redacted date] initial contact, added to leaking IV tubing sheet, requested details on where in the y site the leak occurred (diaphragm or the tubing where it attaches to the primary part of the line). [Redacted date] - sample retrieved; notified baxter inc. Picture of device sent by the clinicians; RMA/mailer label requested.